Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing leaked. The following information was provided by the initial reporter: registered nurse (rn) went to place piv with nexiva 24 g. X 0.75 in. Peripheral intravenous (piv) was successfully placed, but when rn went to flush the line, the "pigtail" was leaking "everywhere". Rn removed the piv and successfully restarted new piv. (B)(6)2025 customer response: please provide the date of event for (B)(6)2025. 01/21/2025. Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. Na.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed based on the circumstantial evidence that was observed on the two photograph that were provided for investigation. The photos showed a 24g nexiva device with evidence of use. No leaks could be identified from the photograph; however, a dark line was observed across the midpoint of the extension tubing, which was consistent with catheter damage. The damage was labeled as the leak site on one photograph. Without the physical sample, functional testing could not be completed, and the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.